Event description:
It was reported that the customer had bent cannulas and her blood glucose was going up. The blood glucose reading at time of call was 338mg/dl and has been treated with manual injections. It was stated that the customer was hospitalized for high blood glucose before. Troubleshooting was performed. It was stated that the customer does notice bent cannulas often. It was stated that the customer has had site area checked for scar tissue by a health care professional and the site is red, swollen, and sore, and it does bleed sometimes. Advised the mother to contact the doctor for advice regarding the infusion sets and wether it would be safe to keep her daughter on the insulin pump if no infusion set is suitable for her. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.